Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Wrong test strips returned for evaluation. Unable to test the test strips. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: at urgent call back on (B)(6) 2018, the customer's condition had improved and he did not currently have any diabetic symptoms. No medical attention since the last call was reported. No additional blood tests were performed using the truemetrix meter. Manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 266 and 310 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 170 mg/dl. Customer stated he had noticed the high blood results within the last few weeks. At the time of the call, the customer reported feeling dizzy. Medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/20/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).